Event description:
It was reported that during a colectomy a new set of shears was opened, but it stopped working. The cable and generator were changed, but the errors persisted. Advisor followed the entire procedure and carried out all the processes suggested for troubleshooting. Doctor was angry and converted the surgery because he couldn't remove the adhesions because the shears didn't work. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v95t6z. Additional information was requested and the following was obtained: was this procedure converted to open procedure? Yes. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: when the device stopped working, was it during the self test or during activation on tissue? What error screens were experienced throughout the procedure? Can the trouble shooting process be described in detail that were performed after the devices malfunction prior to converting the procedure? Was the surgeon would not able to take the adhesions due to the device not working or due to the device having a diminished effect? Were any other alternative cutting and/or coagulation devices used or considered for use prior to the decision to convert to open? Was the decision to convert to open solely due to the issues with the device or were other factors, such as patient tissue condition, a factor? Can the generator log be pulled for engineering analysis? Were the devices first use or reprocessed? What is the patient's current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2022. D4 batch #: v95t6z. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har36 device was returned with no apparent damage. The device was connected to a test handpiece and functionality was tested on a gen11. During analysis, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient uses may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patients uses may compromise the device's integrity or create a risk of contamination that, in turn, may result in patient injury or illness. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.